Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 15-april-2024, it was reported by the patient that infusion set fell off within 6 hours of use. He replaced infusion set and resumed insulin successfully. No further information was available